Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The inspection revealed a cut on the bending cover, which caused the scope to leak resulting in low angulation. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope went down the endotracheal tube and it got stuck. When it was pulled out, a hole tore on the outer covering of the distal end. The issue occurred during a diagnostic bronchoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm/involvement.